Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested with abdominal pain, diarrhea and thick ¿pineapple juice¿ peritoneal fluid. The cause of the peritonitis event was unknown. The patient was not hospitalized for the peritonitis event. On an unreported date, the patient was treated with unspecified antibiotics (intraperitoneally, for seven days, dosage and frequency not reported) for peritonitis. The patient had recovered from the peritonitis event. The pd therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.